Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined smart remote manager misalignment. A field service engineer found mounting plate was misaligned and fridge door was not latching properly. Reinstalled smart remote manager to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager falling off fridge. The customer added that this malfunction occurred when trying to issue a medication to a patient and there was a delay to patient care workflow. There were no adverse events or injuries reported based on this event.